Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the defective cta active wash station to resolve the leak. The fse was unable to determine the cause and location of the leak on the wash station as the customer urgently needed for the instrument to be repaired. The fse did not note any further issues following replacement of the cta active wash station. Results: cta wash station. (B)(4).

Event description:
The customer reported a leak from the closed tube aliquotter (cta) wash station of the unicel® dxc 600i synchron® access clinical system. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.